Event description:
The customer sensed a burning smell from the ventilator. The ventilator was not on a pt at the time of the event.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.